Event description:
The silicone oxygenator was used successfully for approximately five hours when the membrane of the device ruptured and leaked during bypass. Hcp did not change-out the device and the patient was removed from ECMO. Patient expired two days later.